Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As per report from the field clinical specialist, during prep of a 26mm sapien 3 ultra valve, it was noted that a small particle was embedded on the back/bottom of one of the leaflets. The particle was described as a piece of gray material that appeared metallic in color and hardness¿ with ¿what appeared to be a jagged edge; it had some luster to it¿. The particle was noted prior to rinsing the valve after removal from the plastic cage. The particle was removed using a clamp. The device was replaced with a new valve.

Manufacturer narrative:
The following report fields have been updated based on engineering evaluation results: h6. As per report from the field clinical specialist, during prep of a 26mm sapien 3 ultra valve, it was noted that a small particle was embedded on the back/bottom of one of the leaflets. The particle was described as a piece of gray material that appeared metallic in color and hardness¿ with ¿what appeared to be a jagged edge; it had some luster to it¿. The particle was noted prior to rinsing the valve after removal from the plastic cage. The particle was removed using a clamp. The device was replaced with a new valve. Imagery was provided by the complaint site and the following observations were made:   one (1) black loose particulate was present.  The returned device was visually inspected for any abnormalities and the following was observed:  one (1) black particulate, approximately 1mm, was observed in the jar.  One (1) brown* particulate, approximately 2mm, was observed attached to the inflow of cp3.  There was no applicable functional/dimensional analysis for this complaint code. The evaluation is based on visual inspection and material analysis.  Material analysis was performed on the isolated material collected during product evaluation with fourier transform infrared spectroscopy (ftir).  Ftir results for the reported black particulate show similar absorption characteristic when compared to phenoxy resin like material. The brown particulate was not outflow inflow reported from site, and it was not observed from the provided imagery, so it could have been introduced during the device return handling/product evaluation process. The sample spectrum for brown particulate did not show a distinct spectrum. A review of manufacturing process was performed to determine if the particulate could have originated at edwards singapore facility. A listing of all the tooling, fixtures and material used in the manufacturing line of 9750tfx valve were generated and reviewed (see the singapore evaluation attachment in qms). Based on the review, there was no similar material used during manufacturing process as phenoxy resin. Additional review of all the tools/fixtures/workstations, indicated they were properly maintained in cleanroom during the walk-through. The operators were properly gowned with hair covers, shoe covers, and cleanroom gowns as observed during cleanroom review. There was no observation of non-conformance or abnormality.  Therefore, it is not confirmed that the phenoxy resin like material collected during evaluation originated from the thv manufacturing process at edwards singapore facility. Instructions for use (IFU) and device preparation manual were reviewed for instructions relating to the complaint. No IFU/training deficiencies were identified. A review of the manufacturing mitigations has shown adequate inspections are in-place to detect and remove fiber or particulate in the jar and on the valve:   cleanroom gowning , clothing attire, and cleanroom cleaning procedures are in place .   During sapien 3 ultra valves assembly, in process glutaraldehyde was changed out at the end of the assembly step, 100% visual inspection was performed to remove loose particulate and fibers on valve and reject any valve with embedded particulate/fibers, 100% visual inspection under 8x magnification were performed before and after the holder attachment for particulate/debris/free sutures.  A 100% visual inspection for particulate/fiber during preliminary packaging, 100% visual inspection of valves and in jar/lid for foreign particulate/fiber, instruction to remove foreign particulate/fiber is also in-place.  These manufacturing inspection processes support that it is unlikely that a manufacturing non-conformity caused the reported event. However, as precautionary measures, an awareness communication emphasizing the importance of in-process mitigation on foreign particulate during manufacturing was performed in edwards singapore facility. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. The complaint for ¿valve ¿ particulate, contamination¿ was confirmed from the evaluation of the returned valve. A review of device history record (DHR), lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing nonconformance would have contributed to the complaint.  A process walk through was performed by manufacturing to ensure none of the material, fixtures, or tooling used match phenoxy resin. Additionally, during manufacturing process, all sapien 3 ultra valves are 100% visually inspected for particulate. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. No labeling/ IFU deficiencies were identified during evaluation. As reported, ¿ during prep of a 26mm sapien 3 ultra valve, it was noted that a small particle was embedded on the back/bottom of one of the leaflets¿ and ¿the particle was noted prior to rinsing the valve after removal from the plastic cage¿. Per ftir material analysis results, the black particulate showed similar absorption characteristic to phenoxy resin and the brown particulate has no distinct material signature. It is possible that the black phenoxy resin (reported as silver/ black particulate) be introduced during device preparation, as it was observed after the valve was removed from the holder and jar. The brown particulate was likely introduced during the device return handling/product evaluation process as it was not reported by site and not observed from the provided imagery. However, there is insufficient information to determine a root cause at this time. The complaint for ¿particulate, contamination¿ was confirmed. Based on the DHR, lot history, complaint history review and the listing of tooling, fixture and material for the manufacturing of 9750tfx, it is concluded that the black particulate is unlikely to be a manufacturing non-conformance as no black phenoxy resin like material are being used in the manufacturing of 9750tfx. For the brown particulate which does not show any distinct material property, it was likely introduced during the device return handling/product evaluation process as it was not reported by the site and not observed in the provided imagery. Currently there are several manufacturing mitigations in place to detect and reject particulate on valve. There is insufficient information to determine a root cause at this time. Since no manufacturing defects or labeling/IFU/training deficiencies were identified, neither corrective or preventative actions, nor product risk assessment (pra) is required at this time. However, an awareness communication emphasizing the importance of in-process mitigation on foreign particulate during manufacturing was performed as a precautionary measure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.